Event description:
Patient revised for liner inserted incorrectly or wear on the liner

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Additional information was requested but not provided. The initial reporting is not clear on what the reason for revision was. A search of the complaints databases identified one other report against the raw material lot number provided for loosening of the allograft. The reports are not similar in nature. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Additional information was requested and it was confirmed that the reason for revision was liner dislocation. A search of the complaints databases identified one other report against the raw material lot number provided for loosening of the allograft. The reports are not similar in nature. X-rays dated 20 may 2010 and 31 oct 2012 received and reviewed. The liner does not appear to be inserted incorrectly. It cannot be determined, with the x-rays provided, that the complaint is product related. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.